Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call they were hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2017 blood glucose reading was 526 mg/dl. The customer was on the beach when it was hot and believes this caused the high blood glucose event. The customer mentioned time was changing without user input and batteries were being drained quickly the customer was treated with insulin drip at the hospital the customer was wearing the insulin pump at the time of hospitalization. The mother refused troubleshooting and requested a pump upgrade. The insulin pump will be returned for analysis.